Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative was able to confirm but not replicate the reported events. As a preventative measure (pm), the host module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that while using cautery during a cataract extraction procedure the system shut down and the screen went blank. The system was rebooted and multiple system messages were displayed. The case was completed using an alternate system. Patient impact not reported. Additional information has been requested and received.